Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door was not open, when user try to scan the pocket in the tower to put the drug in it. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner was not working. A field service engineer verified the issue where the scanner was inserting slashes during user login scans and failing to scan medications. Performed a reset and reprogrammed the scanner. Post-reset, the scanner successfully processed user login scans but continued to fail on medication scans. Replaced the scanner, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door was not open, when user try to scan the pocket in the tower to put the drug in it. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.